Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation. The patient felt discomfort due to the stimulation. Upon device interrogation, the implantable cardioverter defibrillator was found in backup mode. The device was reset and re-programmed resolving the diaphragmatic stimulation. The patient was in stable condition and will further be monitored.